Event description:
Caller reported that a malfunction occurred on the pump where no notable events were found to have preceded the malfunction. There was no adverse impact to the customer's blood glucose level. Although the customer experienced at least seven similar malfunctions over the past six months and had been independently resetting the pump, the frequency of these malfunctions had increased. The pump was replaced to resolve the issue, and the customer will use a backup insulin pump for insulin therapy until the replacement arrives.